Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had exhibited low and out-of-range impedance sometime in (B)(6) 2017. On (B)(6) 2018, the lead exhibited lead noise. On (B)(6) 2018 the patient presented for a lead revision procedure. During the procedure, a lead fracture was noted. It was suspected that the fracture may have been due to clavicular crush. The lead was removed and replaced. The patient was stable throughout the procedure and after.

Manufacturer narrative:
The reported event of clavicular crush, low lead impedance and noise were confirmed. Final analysis found clavicle crush damaging all the lumens. The reported events of low lead impedance and noise was isolated to clavicle crush. Further analysis found an external insulation abrasion 25.3 to 25.5 cm from the connector pin consistent with friction to another device or feature of the heart. The reported event of a lead fracture could not be confirmed.